Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was mildly tortuous and moderately calcified. The lesion location was unknown. The promus element, plus mr us 3.00 x 8 mm, was being advanced to the lesion and during the delivery the stent became splayed off the balloon. This device was removed and another of the same device and size was used to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).